Manufacturer narrative:
C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b20, c20: the device remains in the patient; therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, during a gore® excluder® iliac branch endoprosthesis (ibe) case, two gore® viabahn® vbx balloon expandable endoprosthesis (vbx devices) were used for treatment of hypogastric artery aneurysm. The plan for the procedure was to implant the ibe, one 8 x 79 vbx device in the hypogastric artery and the 11 x 59 vbx device as a bridging stent between the ibe and the 8 x 79 vbx device. The two devices were implanted, except for the 11 x 59 vbx device which could not be implanted. During the procedure, the 11 x 59 vbx device was advanced from the left side and brought into the appropriate position via crossover technique. With the fluoroscopy it looked as if the 11 x 59 vbx device was already slightly opened. The vbx delivery catheter was pulled out through the 12fr 45 cm gore® dryseal flex introducer sheath and was then inspected. Everything looked completely normal and the 11 x 59 vbx device was completely constrained. The vbx device was then advanced again through the sheath to the target location. As reported, only the radiopaque markers were visible, and the 11 x 59 vbx device was lying in the implanted 8 x 79 vbx device. The 11 x 59 vbx device had detached from the carrier system, it has remained in the patient. Reportedly, this detachment happened without manipulation. Using a 6 mm balloon, an attempt was made to stretch the 11 x 59 vbx device and to pull it back into the correct position, what was partially successful, but the 11 x 59 vbx device remained in the patient. The procedure was then successfully completed with another vbx device. It was reported there was no harm to the patient and was recovering well after the procedure. Reportedly, the remained 11 x 59 vbx device caused no disadvantages for the patient.

Manufacturer narrative:
H3 other: h6 codes b14, b20, c19, d15: product history review: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Investigation conclusions: the primary reported failure mode concerning stent graft dislodgement could not be independently confirmed because there were no items returned for evaluation. The field reports the vbx device was advanced to the target location, withdrawn through the sheath for inspection, and re-advanced through the sheath. The dislodgement of the stent graft was subsequently observed. A causal relationship between device reuse following withdrawal through the sheath and reported dislodgement could not be independently confirmed. The cause for the complaint could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.